Manufacturer narrative:
The lot was manufactured january 22, 2018 ¿ january 23, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. This occurred during filling with fluorouracil and 0.9% sodium chloride solution. The reporter stated that the bladder had expanded to ¿the shape of an apple instead of the usual lemon shape.¿ there was no patient involvement. No additional information is available.